Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the keyboard, which resolved the reported issue. The device then passed all testing.(B)(4)

Event description:
Covidien received a report that stated an 840 ventilator had an unresponsive key. There was no patient involvement reported.